Event description:
It was reported that the system displayed a precharge voltage error. This error will cause the system to lockup, shut down, or not to boot. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lead acid batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.